Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) exhibited shock impedance measurements of greater than 150 ohms and the patient has been scheduled for an rv lead revision. At this time, this lead remains in service. No adverse patient effects were reported. Additional information was received that indicated that this rv lead was explanted and replaced. This lead has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) exhibited shock impedance measurements of greater than 150 ohms and the patient has been scheduled for an rv lead revision. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.